Event description:
Upon review of a (B)(6) male patient's download, zoll customer support reported a flat line signal on one channel of the ECG recordings. The patient was contacted and issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (asystole events) has been confirmed. Upon receipt the distribution node to ECG-c cable was cut. The cause for the asystole events was a lack of ECG signal due to the cut cable. The root cause for the cut cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged electrode belt. The patient was issued a replacement electrode belt.